Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 2500 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there were large discrepancies in expected volume versus actual volume during refills. There were no applicable environmental, external or patient factors that may have led or contributed to the issue. A dye study would be performed on (B)(6) 2017 as diagnostics/troubleshooting. The issue was not resolved and the patient status was alive with no injury. Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked, but unknown. The event date was stated as (B)(6) 2017. Additional information was received on 2017-may-01. There were no signs or symptoms of overdose or underdose. There were no pump alarms in the log. The environmental, external, or patient factors that may have led or contributed to the issue were stated as the patient¿s disease state. The hcp felt that the patient¿s dose was quite high and wanted to ensure there was nothing malfunctioning with the pump or catheter. The dye study concluded that the catheter was patent. The rotor study showed that the pump was functioning properly. The issue was resolved at the time of the report. Surgical intervention did not occur and was not planned. More information was received on 2017-may-03. The volume discrepancies were around 4 ml over. The patient had no symptoms of overdose or underdose. The dye study showed that the catheter was patent and a rotor study was successful. A CT scan was ordered following the dye study. The representative had no further information. There were no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.